Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The year is the only known part of manufacture date. We have defaulted to the first of the year. Product is not expected to be returned.

Event description:
It was reported that 18 out of 24 lancets were uncapped out-of-box.

Manufacturer narrative:
Correction - section g5 was updated to (na).